Event description:
Surgical removal of transeptal occluder - thrombus on left side of the device.

Event description:
Patient presented at medical center with chest pain. A tee was done and showed evidence of thrombus on the device. Implanting physician dr. Was contacted by medical in regards to the pt.